Event description:
It was reported that the patient went to the urgent care and was diagnosed with an infection. The site was painful when the cannula inserted. Additionally, at the site there was redness, it was swollen, inflamed and a lump at the site. For treatment, the patient was prescribed antibiotics. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 45 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.